Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited insulation anomaly. The lead was capped and replaced on (B)(6) 2017. No further information was reported.

Event description:
New information states that the asymptomatic patient presented for pre-operation check. Upon investigation the atrial lead exhibited inappropriate oversensing. The patient was in stable condition post-procedure.